Manufacturer narrative:
8/7/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.

Event description:
The device was used during a splenectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.